Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested, a power on self-test performed and an alarm log review was completed. During the alarm log review and power on self-test the f-38 alarm was found. This was caused by force sensing resistors (fsrs) being out of specification. To correct the condition, the fsrs were replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
It was reported that a flo-gard infusion pump experienced an f-38 alarm. There was no patient involvement. No additional information is available.